Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2011 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient during a posterior mesh repair & sacrofixation & cystoscopy procedure on (B)(6) 2011. As reported by the patient's attorney, the patient underwent a revision surgery on (B)(6) 2015 due to mesh erosion in the vagina. The patient also experienced pain post-implant and post-revision surgery. Boston scientific has been unable to obtain additional information regarding the event to date.